Event description:
A report was received that the patient underwent an explant and re-implant procedure due to pain at the lower extremity. The whole system was replaced with new ones. The devices were working properly prior to explant. The patient was reportedly doing well following the procedure.

Event description:
A report was received that the patient underwent an explant and re-implant procedure due to pain at the lower extremity. The whole system was replaced with new ones. The devices were working properly prior to explant. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional information was received that the patient was experiencing pain when the stimulation was off. The pain was not device related. The system was replaced due to physician's preference.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.